Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the 8mm monopolar curved scissors involved with this complaint and completed the device evaluation. Failure analysis could not reproduce the reported failure. Failure analysis found the instrument moved intuitively with full range of motion. The tips opened and closed properly. Fa identified a broken tube extension at the distal end.

Event description:
It was reported that prior to starting a da vinci assisted procedure, the monopolar curved scissors had one life remaining but the system would not recognize it. The procedure was completed and there was no patient injury.